Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was 79 mg/dl. The customer stated that the pump will not hold a charge. The customer stated that the battery did not last more than 1 week. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.